Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hair was found on a laparotomy sponge ID (B)(4) no patient injury reported, issue detected prior to patient use. No information was provided in regards surgical delay.

Manufacturer narrative:
The laparotomy sponges (dup1206) was not returned for evaluation but photo was provided. Device history record (DHR) review - the production process was under control without abnormity and change in equipment, environment, material and product configuration, all workers were trained. Failure analysis - the photo was reviewed, the hair is attached on surface. Based on defect state and combined with production process, it should be generated during paper wrapping process. The production assistant conducted routine inspection every 2hrs, and no hair exposing and hair in product was found. The packing process was further analyzed: it might be that one packing worker didn¿t properly glue cuff of personnel cloth with hair-glue roller before wearing working cloth, and hair fallen off from cuff during frequently packing and failed to detect and pick it out. Pouch packing worker was not careful enough when taken appearance check, which released the defect. Based on the investigation, the root cause was that the hair fallen off during the packaging process. The hair was stuck on the gowning clothing and the adhesive hair roller did not pick up the hair.